Event description:
It was reported by the rep that the device was used during an unk procedure. It was reported they were unhappy with the stapler's performance. The staples come out of the skin before bandages were placed. There was no consequence to the pt.